Event description:
The pt contacted lifescan alleging that their one touch ultra meter was prompting the apply sample icon and would not count down. The medical affairs specialist spoke with the pt the next day. The pt had not tested with the meter for about 1 month. They continued to take their daily insulin dosage of nph insulin 68 units in the am and 32 units in the evening. One week ago they could not talk or move. Spouse called emergency medical technician. A result of 48 mg/dl was obtained on the emergency medical technician meter. They were treated with IV glucose. As the pt had not used the meter prior to or during the time of concern, there is no indication that the product contributed to their experiencing injury and medical intervention. The customer care representative (ccr) discovered that the pt was applying the blood sample to the test strip incorrectly. The ccr walked the pt through retesting with proper technique and the error 4 prompt appeared. Based on the unresolved error 4 prompt, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.